Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where atrial tachycardia is being over sensed at the ventricular channel, causing more than five seconds of brady pacing not delivered when required. As the patient is pacing dependent, there was asystole. There were also allegations of untreated ventricular tachycardia and ventricular fibrillation episodes. The ICD remains in service at this time. Reprogramming history for this device was reviewed, noting the decisions that led to the present over sensing. No additional adverse patient effects were reported.